Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's display was not legible. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated and the lcd display module will be replaced to resolve the report. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.